Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that since implant the patient stated that their stimulation changed 3 to 4 weeks after adjusting and reprogramming. It was noted that the patient experienced a ¿popping¿ sensation when they moved in bed three days prior to the report. It was noted that the patient heard and felt the ¿pop.¿ it was noted that after the ¿pop¿ the patient had a change in stimulation; the left and right leg stimulation decreased with the leg left decrease ¿quite dramatic.¿ it was noted that the health care professional (hcp) performed an x-ray but noted no discernible issue. It was noted that the manufacturer representative reprogrammed the patient today and had to increase amplitudes from around 3.2 volts to around 6 volts. It was noted that impedances were between around 700 ohm and around 1000 ohms. Additional information received reported that the cause of the event was unknown. It was noted that no other interventions were planned at this time.